Manufacturer narrative:
The device remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 25mm navitor vision valve was selected for implant using a small flexnav delivery system (ds). The patient has a horizontal anatomy with an aortic valve angle measure to be 59 degrees. There was significant calcium in the leaflets, sino tubular junction (stj) and left ventricular outflow tract (lvot). Prior to the implant, mean gradient was 44mmhg with trace-mild aortic insufficiency (ai) with an ejection fraction (ef) of 16%. Pre-implant balloon aortic valvuloplasty (pre-bav) was performed by using a 20 mm, non-abbott balloon. During the procedure, on the initial deployment, the valve was noted to be in a higher position, so the valve was recaptured. On the second attempt, the valve was placed at a depth of 3mm both on the non-coronary cusp (ncc) and left-coronary cusp (lcc). Prior to release, it was reported to be evaluated for incomplete stent opening (iso) with no confirmation of iso, and the valve was able to be implanted. Post-implant, few minutes later, the valve had migrated to a shallower position at a depth of 0mm on the ncc and 3mm on the lcc. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay reported. Post-procedure, mean gradient was 14mmhg with trace pvl. A significant improvement to the patients ef was noted. No post-implant balloon aortic valvuloplasty (post-bav) was performed due to the lack of depth on the ncc. The patient was reported to be discharged.